Manufacturer narrative:
The actual device is reported to be available but has not been returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The lot number was not provided by the customer. All information reasonably known as of 21-jun-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported "corflo tube [broke] apart inside patient. Patient had tube in for 33-days." The "patient is very sick now and [the clinicians] were looking for source so did a CT scan and saw something wrong." Additional information received 17-jun-2024 stating "the patient did experience leukocytosis which peaked when it is assumed the tube first broke ((B)(6) 2024). Patient has had to undergo serial imaging to see where the retained part of the tube has migrated. At this time due to patient condition, we are undergoing conservative management, but surgical referral has been recommended by gi (gastrointestinal) as the part is not reachable by endoscopic means." The user facility clinician has the top half of the tube but as stated above the bottom half remains in the patient. No medical intervention has occurred at this time.

Manufacturer narrative:
All information reasonably known as of 29-oct-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Additional information received 10-oct-2024 stating "fractured corpak on imaging with ~20cm of retained corpak in the small bowel."

Manufacturer narrative:
H6 investigation findings/user-inappropriate use: user-inappropriate use. H6investigation conclusions/user-inappropriate use: user-inappropriate use. The subject sample provided was evaluated confirming an axial rupture of the tubing, in the 24cm marked location, the tubing appeared to have expanded to form a balloon shape which burst in the medial direction causing a separation of the tube into two pieces. The distal end piece of the tube was not returned. The root cause of the reported issue seems to be a user related problem since as per the instructions for use (IFU), vigorous syringe force should not be used to irrigate, administer liquids, or unblock the tube. Root cause was inappropriate use. All information reasonably known as of 11-sep-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.